Event description:
It was reported that the patient experienced hypoglycemia, with a continuous glucose monitor reading of 55 mg/dl confirmed by fingerstick at 56 mg/dl, lasting about one hour, and the family suspected insufficient carbohydrate intake at dinner; the patient used oral glucose totaling 15 g and glucose levels rose to 91 mg/dl. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included recovery without hospitalization after oral carbohydrate treatment and monitoring. Investigation included troubleshooting and education regarding hypoglycemia management and monitoring, with no device alerts or alarms reported. Investigation of this case revealed no device malfunction or alarm behavior, and the cause of the hypoglycemia remained unclear, possibly related to inadequate carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.